Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was returned and the root cause of the pump stop was bearing wear, due to the large impellor purge gap noted on the returned product. As cp has a design life of 8 days per design trace matrix 0046-9910 and pump stop occurred on day 15 of support, this is an end of life issue.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was placed in a 59-year-old female patient for cardiogenic shock (scai stage d) in the setting of acute decompensated chronic non-ischemic cardiomyopathy and heart failure. During support, a pump stop was noted, and the device could not be restarted despite troubleshooting, with high motor current observed. A clinical decision was made to exchange the system and transition to a backup device. The patient experienced device revision or replacement. There were no associated signs, symptoms, or patient involvement related to the event. The patient remained clinically stable. Comprehensive review did not identify evidence suggesting a causal relationship between the impella cp device and the reported patient event. The patient survived.

Manufacturer narrative:
Correction: e4 was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.